Manufacturer narrative:
Concomitant medical product: mc1vr01us ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead exhibited high impedance. Multiple reinsertions of the lead were attempted to confirm the lead was fully inserted into the device header, but the issue persisted. The lead was tested through an analyzer with the same resulting high impedance through one specific electrode. It was suspected the electrode of the lv lead was fractured since the device and analyzer displayed high lv lead impedance for one specific electrode. The lead was reprogrammed to a different vector and remains in use. No patient complications have been reported as a result of this event.